Manufacturer narrative:
(B)(4). This complaint for low drain volume alarm was confirmed. The root cause was air in the patient line. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).since the lot number was unknown, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or when any additional information is received.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during drain 3 of 4. The tsr noted that there was air in the patient line and the machine was elevated above the patient. The tsr suggested to let the rn know about the alarm and air in the line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the air in line. The hp did not recall the event and was not sure if there was air in the line on that specific day. The hp stated they did not have any of the samples from that event and did not know the lot numbers. The hp stated they were able to get past the alarm over the phone that day. The hp stated they did not have any injury or medical intervention.